Event description:
New information noted that the physician stated that the patient's death may not have been caused by the device.

Event description:
It was reported that the ICD was implanted on (B)(6) 2012, due to frequent vt and vf. The patient expired on (B)(6) 2012. No further information is available at this time. The device will not be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.